Manufacturer narrative:
No pt info as no pt was involved in this concern. Device investigation is in-progress as of the date of this report. While no pt was present, this issue is being reported because, a software freeze, if it occurs during surgery, could affect navigation, which could cause pt harm.

Event description:
A medtronic rep reported synergy spine 2.0 software was installed in a treon plus system. Report stated that when procedure type for CT + fluoro is selected, or the procedure with fluoro, it takes some time to pass to the following window (5 or 6 mins). Sometimes, it gets blocked (mouse pointer can be moved) and the application must be restarted. No pt present.